Event description:
It was reported to boston scientific corporation in 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure the same day. According to the complainant, the compression balloon on the prolieve catheter would not deflate all the way at the end of the procedure. The catheter was removed slowly from the patient. The procedure was completed with this prolieve catheter. There were no reported complications and the patient is fine.

Manufacturer narrative:
The lot number is unknown; consequently, the expiration date and manufacture date of the device are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.